Event description:
I accidentally put a tablet in my coffee and took a sip [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega denture cleansing tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega denture cleansing tablets. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from consumer via call center representative (phone) on 30aug2022. The consumer reporter that, "I'm calling to say that I use the cleaning tablets and today I accidentally put a tablet in my coffee instead of in the other glass with water, I realized it later when I took a sip of the coffee and a piece of the pill stayed in my mouth. I am fine nothing has happened to me but I wanted to know if it is dangerous and what I have to do."

Manufacturer narrative:
Argus case ID: (B)(4).